Event description:
Found mold/dirty gloves that were removed from an enclosed glove box. This has been a reported issue in the past. Nurse removed two pairs of gloves from the medium size glove box at the patient bedside. Upon gloving, gloves noted to be dirty with what looked like mold. A similar issue has been previously reported of dirty gloves removed from the box of this same company. The lot number associated with this incident is: an307313810, date: [redacted date]. Recommend ensuring that gloves removed from the box are not becoming moldy or contaminated before using during patient care. Manufacturer response for exam gloves restore brand nitrile gloves, size medium, with max oat, exam gloves restore brand nitrile gloves, size medium, with max oat (per site reporter) [redacted date] initial contact for brand/mfg and item number/model. [Redacted date] - sample retrieved. [Redacted date] - product identified; emailed medline rep requested RMA/mailer. [Redacted date] - RMA/mailer label received; sample shipped fedex..